Event description:
It was reported that the customer had intermittent unspecified cartridge issues preventing insulin delivery. A cartridge change was performed to address the issue. Although requested, no additional information was provided by the customer. There was no adverse impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.